Manufacturer narrative:
Follow-up #1: date of submission 08/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: during investigation, the pump was turned on to a dim faded pink display. Unrelated to the original complaint, rust/corrosion was found inside the battery compartment. A leak test was performed. The pump failed due to a battery compartment leak. Additionally, battery compartment cracks were found on the side of the battery compartment from the threads traveling along the side of the bumper to the case, and below the bumper at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.